Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and infusion set not adhering. Blood glucose level at the time of the call was in the 300 to 400 mg/dl range. Customer also reported insertion site irritation issues. Customer declined troubleshooting. Customer was advised to change entire set, reservoir and insulin and treat per healthcare provider's instructions. The insulin pump was not replaced or returned for analysis.